Manufacturer narrative:
The evaluation found the image disappears and ceases to emerge due to cable breakage. Additionally, the connector on the charged coupled device (ccd) unit is broken at the left corner and the adapter is slightly knocked out, but moves when turning with the optics. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The olympus regional repair center (B)(6) was informed that a customer high definition autoclavable camera head was returned due to a report of "cable break at connector" during an unspecified event. Upon inspection and testing, the device was found to have no (loss) of image due to a defective cable unit. No patient injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide a correction for g2 and additional information based on the legal manufacturer's final investigation. G2 - checked 'other' to add country germany. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the cause of no of image occurred from a defective cable unit. The specific root cause of the defective cable unit could not be determined at this time. Olympus will continue to monitor field performance for this device.